Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and rising impedance and noise. The ra lead remains in use, however ra lead revision is planned. No patient complications have been reported as a result of this event.